Event description:
It was reported the pt did not receive effective stimulation. The physician repositioned the existing lead and added another lead for more coverage. The pt was reprogrammed and is experiencing effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.